Manufacturer narrative:
The insulin pump received with blank display due moisture damage on electronics assembly. No constant tone alarm noted. Unable to perform any tests due blank display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that cannot be cleared. Customer's blood glucose was 104mg/dl at the time of incident. Troubleshooting found that the customer previously called and rested the pump but the tone persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.